Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with inappropriate automatic mode switch (ams) due to far r-wave oversensing on their implantable cardioverter defibrillator (ICD). No programming changes or intervention took place. There were no patient consequences.